Event description:
Lubricant was found in medline cystopack as "yello go" found during set up of sterile field. Tube of lubricant was compromised which caused the leak. The pack was removed and a new one was opened. Pt was not in the room.